Event description:
A surgeon reports that a patient developed severe post-operative inflammation of the anterior chamber three days following intraocular lens implant surgery. The patient is being treated with local and systemic steroids. There are no signs of infection. The patient's outcome has been requested.